Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the device investigation, olympus has concluded that the damage to the device was likely caused by stress from improper handling. The device was repaired and returned to the customer. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.

Manufacturer narrative:
Device evaluation found no image due to defective ccd (charge coupled device). Based on evaluation findings the reported issue was due to a faulty ccd attributed to electronic component failure. If additional information becomes available this report will be supplemented accordingly following investigation.

Event description:
It was reported that during an unspecified procedure the device was found with no image. There were no further details provided regarding the reported event. No patient and user injury reported.